Event description:
Philips manufactured my c-pap. Due to the seriousness of the health condition it wasn't an option to wait for philips to correct their flaws. So, I have purchased another c-pap. Philips agreed to send me (B)(6) once my defective device was sent to them. I have taken that step and have a confirmation # (B)(6). Unfortunately, now over 8 months and no check. I have attempted to call on 2-3 occasions (29 calls in the waiting que, ~ 3 hours waiting time without any sort of success, etc. Except for (B)(6). On (B)(6), really received a royal runaround. (B)(6) has assured me the check is in the mail. In my humble opinion there is no reason why a check has to take that long to process. FDA needs to take the appropriate action to expedite the philips customer satisfaction process, i.e. Make good on the payment, as they agreed. Thank you. (B)(6). I have sleep apnea and am under the care of a specialist at (B)(6). My condition is serious, which required purchasing another product (philips agreed to repair, but timetables were not acceptable).